Event description:
It was further reported that the stent did not dislodge as previously reported, it was loose on the balloon.

Event description:
It was further reported that the stent did not dislodge as previously reported, it was loose on the balloon.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found that the stent delivery system (sds) was returned without the stent attached. The balloon was returned slightly inflated. A product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The stent was returned separate to the sds and it was damaged and squashed throughout. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed do novo concentric lesion measuring approximately 4.0mm in diameter and 5mm in length was located in an mildly tortuous and non calcified unprotected left main artery (lm) that contained a bend of greater than 90 degrees. The lesion was predilated with a 3.5x10mm non bsc balloon. Immediately after predilation the stenosis was reduced to 90%. A 4.0x8mm promus element drug eluting stent was advanced to the lesion and inflated to 2 atms. The stent became loose on the balloon and dislodged. The physician was able to remove the stent and the procedure was completed with a 4.0x8mm liberte' stent. No further patient injuries or complications occurred. Patient status is listed as "stable." This product is only ous approved but it is similar to a us device.

Manufacturer narrative:
Ae or product problem - corrected from "reported issue is both an adverse event and product problem" to "product problem". Describe event or problem - event corrected from dislodged to stent moved on balloon. Type of reportable event - corrected from "serious injury" to "malfunction". (B)(4).

Manufacturer narrative:
(B) (4)